Manufacturer narrative:
William cook europe initially reported event under manufacturer report # 3002808486-2018-00689. New information was received identifying that the product was a cook inc. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Pt allegedly received an implant on (B)(6) 2010 via the right common femoral vein due to history of pulmonary embolism. Pt is alleging vena cava perforation, organ perforation and clot in filter. Pt. Further alleges pain, swelling, weakness and frequent falls.

Manufacturer narrative:
Additional information: investigation: blank fields on this form indicate the information is unknown, unavailable or unchanged. Cinc: spec_91889 gives instructions pertaining to this device. The specification states, "product is manufactured, inspected and packaged by william cook europe a/s.¿ this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information reported at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: (B)(4). No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Unknown if the reported dvt is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No relevant notes found on work order or device lot. No other complaints on lot. Product is manufactured and inspected according to specifications. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient alleges deep vein thrombosis. Per CT, (B)(6) 2016: " there is an ivc filter in place with 4 long limbs penetrated beyond the caval wall. There is free floating thrombosis in the ivc or entrapped clot within the filter."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. Correction: this report is being submitted retrospectively per FDA request. The information in this report was previously submitted on 10aug2018 on a report with an incorrect follow up # 3 and on 16may2019 on a report with an incorrect follow up # 1. Therefore, this report is being submitted as a correction follow up # 2 with the information from both of the previously submitted follow ups. Previously reported on 10aug2018: cinc: (B)(6) gives instructions pertaining to this device. The specification states, "product is manufactured, inspected and packaged by william cook europe a/s. Previously reported on 16may2019: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: dvt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Unknown if the reported dvt is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No relevant notes found on work order or device lot. No other complaints on lot. Product is manufactured and inspected according to specifications. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Previously submitted on 16may2019: pt allegedly received an implant on (B)(6) 2010 via the right common femoral vein due to history of pulmonary embolism. Pt is alleging vena cava perforation, organ perforation and clot in filter. Pt. Further alleges pain, swelling, weakness and frequent falls.